Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device was hooked up but the connections did not work prior to a procedure. A second tube was opened which worked. There was no patient involvement.

Manufacturer narrative:
Analysis found that there was no anomaly in the construction of the device. The electrode wires would plug into a patent interface with no issues. A syringe was connected to the inflation luer and the cuff inflated / deflated 5 times (disconnecting and reconnecting the syringe each time). Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 17 ohms, red [w/white band] 8 ohms, blue 12 ohms, and blue [w/white band] 10 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via a manufacturer representative reported that after intubating the patient, the physician went to hook up the device to the monitor, however, what was normally seen did not appear. The physician gently manipulated the wire trying to get it to work and noticed that the wire worked intermittently but did not achieve a consistent connection. The patient was reintubated with a new device without further incident. There was no patient harm.